Event description:
Per the clinic, the patient experienced intermittent "dull headaches," occasional pain, and facial nerve stimulation with device use. It was subsequently determined that the electrode array had partially extruded from the cochlea. The device was explanted (B)(6) 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).